Event description:
In 2009, patient reported she is experiencing irritation and possible infections from her infusion set adhesive. Patient stated this is an ongoing concern since 2009. Patient reported the entire area of skin under the adhesive becomes red, irritated, and hot to the touch. She stated she has been off of the infusion device since 2009, to allow the areas on her skin to heal. Patient reported the specific area where the infusion needle/cannula punctures the skin does not get irritated. Discussed use of protective dressing. Reviewed that infusion sets should be changed every 2-3 days. Patient reported she continues to work with her diabetes educator regarding this concern. Patient is not currently using pump or products due to ongoing irritation. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.